Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the upon deploying the angio-seal device, the collagen seemed to come out of the tissue tract while pulling back on the sheath and device and the collagen detached from the device. Pressure was held and distal pulses were unchanged. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2020: the procedure performed was an embolization while using a 5fr procedure sheath. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. The anchor was left in the patient. There was no significant blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The sheath was returned mated with the carrier tube assembly. A small piece of collagen was returned separately as well. No other accessory components were returned. Visual inspection revealed that the deployment sleeve of the carrier tube was in the full rear lock position with colored bands fully exposed. The hemostasis sheath was mated with the carrier tube assembly. The end of the suture was inspected under the microscope and based on the uniform nature of fibers at the broken end, it appeared to be cut manually with a blade below the clear shrink mark. A small piece of the collagen was returned separately and appeared to be torn. There was no anchor returned. The overall condition of the device appeared to be consistent with performance of all deployment steps. No other visual anomalies were returned. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that over tamping the collagen could cause the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.